Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Consumer reported that he was doing the test and while looking at the pictures, put the swab in the reagent and then into his nose. His nose is now feeling a bit irritated. Technical services troubleshooting: technical services provided the following information per the faqs: "the solution in the tube contains small amounts of hazardous ingredients (see table on page 5 of the user instructions here). If the solution contacts the skin or eye, flush with plenty of water. If irritation persists, seek medical advice at https://www.poison.org/contact-us or 1.800.222.1222." Technical services also ensured customer had his ifus and was able to locate the hazardous ingredients list. Case number provided.